Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop . The customer¿s blood glucose was 113 mg/dl. Troubleshoot was performed, the customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with compromised force sensor system alarm during the basic occlusion test due to loose / protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to the compromised force sensor system alarm.